Event description:
It was reported during equipment testing at the user facility the device heated up.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and corrosion was discovered. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.